Manufacturer narrative:
H6-investigation code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
Date is approximate. Product is manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.5 diopter into the patient's right eye (od) in (B)(6) of 2015. The surgeon reports double vision. Reportedly, the lens remains implanted.